Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pdr624, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the suture was broken at the swage part / suture was detached from the needle before use. There were no adverse consequences to the patient. No additional information was provided.